Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. A visual inspection did not observe any damage. During device functional evaluation using 2.8 ar-9165k guide wire it was able to fit properly through the device.

Event description:
It was reported that the surgeon was having trouble with the new nitinol guide pins fitting through the ar-9126rp and ar-9126rc post reamers. Replacing one of the primaries resolved the problem.